Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39.6 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.